Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump¿s reservoir sometimes feels like it is loose or not secure and had insulin pump error. Customer¿s blood glucose was unknown. Customer stated that they had random no delivery alarm 3 to 4 times during the life of the insulin pump, insulin pump had condensation under the screen and insulin pump has to rewind more than once per reservoir change. Customer also stated that rewind was slower than in past and lost settings. Insulin pump will not be returned for analysis.